Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed multiple farfield r-wave oversensing on the ventricular channel. The oversensed r-wave was sensed on the atrial channel just prior to the r-wave being sensed on the verntricular channel. The amplitude of the farfield r -wave was larger than the p-wave. The egm also revealed ventricular lead noise. The patient would be brought into the clinic for additional testing.